Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain; further described by the patient as a peritoneal infection manifested by drain pain. The cause of the peritonitis was not reported. The abdominal pain (drain pain) occurred in the right hypochondrium and continued for ¿several hours¿ after pd therapy and was resolved after treatment with paracetamol (dose, route and duration not reported). Four days later, the patient was diagnosed with peritonitis. On an unreported date, the patient began treatment with cefazolin and vancomycin for peritonitis (doses, frequencies, routes and durations were not reported). On the same day, the patient started pd therapy with manual exchanges (continuous ambulatory pd). It was not reported if the patient was hospitalized for the event. At the time of this report, the peritonitis was resolving, the patient was recovering. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was hospitalized for the peritonitis event seven days after event onset. The patient was treated with unknown intraperitoneal treatment for the event. Two days later, the treatment was discontinued, the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.